Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was hit by a car while in the unit.

Manufacturer narrative:
Consumer was hit by a car. Not a pride issue. Updated patient identifier. Removed sex (gender).

Event description:
Provider alleges consumer was hit by a car while in the unit.